Event description:
As originally reported by distributor: the ventilator was on internal battery and suddenly stopped. User initially claimed that there was no alarm given prior to the incident. Pt was resuscitated by ambu bag. Family member later claimed that there was 'low min volume alarm' occurred prior to the incident. Please note that there was no death or no severe injury involved in the incident.